Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage during use with a minicap transfer set and minicap. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: the device was received for evaluation with a transfer set attached. A visual inspection of the minicap did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed with the minicap connected to the dark blue female connector of the returned transfer set and a leak was noted beneath the minicap. The minicap was retested using an in-lab female connector with no issues or leaks observed. The reported condition was not verified. The minicap met specifications. Should additional relevant information become available, a supplemental report will be submitted.